Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device interrogation the right ventricular (rv) lead warning had tripped. It was also noted tha the rv lead had a polarity switch, noise and had 12 low impedance paces. The device was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.